Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - plates: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a removal surgery due to infection and the psi was removed. There were 2-hole plate 1ea, square plate 3 each, 4 mm screw 14 each. It was unknown if the removal surgery completed successfully. There were patient consequences with infection. This complaint involves nineteen (19) devices. This report is for (1) unk - plates: cmf. This is report 3 of 7 (B)(4). Related product complaint: (B)(4) additional event information. This (B)(4) will capture the following devices that were explanted due to infection: psi sd800.440 peek implant qty: 1 unk - plates: cmf qty: 4 unk - screws: cmf qty: 5 while, (B)(4) will capture the other 9 screws that were explanted due to infection. A. The following ip's were created to capture the other 3 plates explanted together with the psi peek implant due to infection: (B)(4): unk - plates: cmf, (B)(4): unk - plates: cmf, (B)(4): unk - plates: cmf. B. The following ip's were created to capture the other 4 screws explanted together with the psi peek implant due to infection: (B)(4): unk - screws: cmf, (B)(4): unk - screws: cmf, (B)(4): unk - screws: cmf, (B)(4): unk - screws: cmf. Note: the other 9 screws will be captured under (B)(4) due to system limitation in capturing the number of ip's in pc.